Event description:
It was reported that one of patient's leads had invalid impedances. Investigation was unable to determine which lead was at fault. Surgical intervention took place to explant and replace the lead, thus restoring effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000055462.